Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, but the issue persisted until technical support guided them through the process of filling and loading a second cartridge onto the pump following the proper technique. Successful loading of the cartridge allowed the customer to resume insulin delivery.